Manufacturer narrative:
The subject was returned to the service department of oekg but has not returned to omsc. The service department of (B)(4) checked the subject device for evaluation. It was confirmed that the foreign objects remained on insertion section or distal end (including each channel and nozzle). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found the foreign object under the forceps elevator of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe (B)(4), omsc determined there was the possibility this phenomenon was attributed to the following causes; the around forceps elevator of the subject device was insufficiently reprocessed immediately after procedure. The foreign object on the forceps elevator of the subject device got dry and adhered since the user did not reprocess the subject device immediately after procedure. If additional information becomes available, this report will be supplemented.